Manufacturer narrative:
Corrected data: b5.

Event description:
This relates to the left side device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "leaking (rupture)". This record is for the left/right side. Device remains implanted.